Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the product confirms it is fractured into two pieces with multiple areas of damage. Sem fracture analysis indicated that the bearing had evidence of use with possible wear and burnishing and had possible degradation along the anterior edge and around the wear surfaces. Possible evidence of impingement and deformation at the posterior edge, combined with possible loading at the edge of the underside groove indicates possible rotation of the bearing and resultant overloading. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to patient's condition as the patient is overweight. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products:- oss poly tibial bushing, item # 150476, lot # 755390. Oss poly femoral bushing, item # 150477, lot # 778360. Oss poly locking pin, item # 150478, lot # 823520. Oss axle, item # 150480, lot # 365940. Oss reinforced yoke, item # 150493, lot # 483810. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following a knee arthroplasty, the patient was revised due revision due to a tibial bearing fracture. The patient was experiencing pain, instability, effusion, and a clicking sound of the knee. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.